Manufacturer narrative:
An event regarding the loosening of an exeter shell with dislocation and pelvic protrusion involving a femoral head was reported. The event was confirmed from the x-ray. Method and results: device evaluation and results: device analysis was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the medical records by a clinical consultant noted that ''head dislocated out of the cemented acetabulum which then protruded thru the medial wall of the pelvis.'' Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusion: a root cause could not be determined from the information provided. A review of the medical records by a clinical consultant noted that ''head dislocated out of the cemented acetabulum which then protruded thru the medial wall of the pelvis'' further information such as pre and post operative reports, clinical notes and return of the device are required to complete the investigation. No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and/or additional information becomes available, this investigation will be reopened. Not returned.

Event description:
Our customer reported that in 2005 the patient was undergone to a hip surgery, and in 2015 the patient has to be undergone to a new surgery due the mobilization of cemented acetabular with pelvic protrusion.